Event description:
It was reported that the customer's insulin pump experienced a blank display and that the customer received a battery out limit alarm. The customer's blood glucose was 10 mmol/l. The customer stated that the alarm was only visible on the screen but that she did not hear the alarm occur. The customer also mentioned that she experienced high blood glucose levels. Assisted the customer with a self-test, and the insulin pump passed. Advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.